Manufacturer narrative:
This report is filed, march 8, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies with device use. The implanted device remains.

Manufacturer narrative:
Correction: there is no product problem as previously reported. The issue was resolved with external product exchange. The implanted device remains. This report is filed (B)(4) 2016.